Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information provided, a cause for the reported tissue injury could not be determined. Mr appears to be related to the tissue injury. Tissue injury and mitral regurgitation (mr), as listed in mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2024, the patient returned to the hospital and echocardiography showed a chordal rupture had occurred, causing mr to increase to a grade of 4+. The clip was noted to be stable on both leaflets. On (B)(6) 2024, a second mitraclip procedure was performed. One clip was implanted, reducing mr to a grade of 1-2.